Manufacturer narrative:
A manufacturing evaluation was completed: the device was returned, only containing the syringe and 10cc rotary pouch and syringe. No other kit materials or packaging was returned for examination. The syringe had no material contained within the tip and cylinder. The rotary pouch was opened and contained approximately 5.2 cc of hardened material. No material was left in powder form. All material included in that syringe and pouch were uniform in color; however it was noted that the consistency of mixing was not uniform. No other materials available for examination. A review of the device history record (DHR) for lot d6460 was conducted. No deviations were noted within the DHR that may affect the reported failure mode. The product met all pre-determined acceptance criteria. Homogenous color would indicate that solution was added to the pouch; however, it does not appear that the pouch contents were adequately mixed based on uneven distribution of material within the pouch. The pouch contained the correct amount of material. No device failure can be noted. It is noted that the mixer was reported to have failed during mixing of material. It is possible that the interruption of required mixing may have contributed to insufficient mixing of product as observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted concomitant devices reported: syringe (component of the overall inject kit, part number: 07.704.010s, lot: dsd6460, quantity 1). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for: part#: 07.704.010s, lot#: dsd6460. Release to warehouse date: november 21, 2016. Expiration date: may 28, 2017. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Destructive testing was authorized. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during an initial procedure to repair a right tibia plateau fracture, while mixing the norian drillable injectable-10cc, the mixer lost power and stopped functioning. Mixing of the injectable was completed using the hand crank method on the mixer. After mixing complete, the injectable was not the correct consistency and would not go into the syringe. Surgeon opted to forgo use of the injectable. Mixer is repairable item, injectable is not repairable. Surgery was completed successfully with no delay and no harm to patient. There is (2) devices on this report. Concomitant devices reported: syringe (component of the overall inject kit, part number: 07.704.010s, lot: dsd6460, quantity 1). This report is 1 of 1 for com-(B)(4).